Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2000 and mesh was implanted. It was reported that the patient underwent laparoscopic recurrent right inguinal hernia repair surgery on (B)(6) 2017 during which the surgeon noted ¿the previous mesh that migrated intraperitoneally on both sides and the old mesh could not be extracted due to involvement with epigastric vessels and spermatic cord and could only be dissected free from the peritoneum.¿ it was reported that the patient experienced severe pain, inflammation, nerve damage, swelling, scarring, disfigurement, stress and anxiety. No additional information is provided.